Event description:
The recipient is bilaterally implanted with pulsar in the right side and sonata in the left concerned side. On (B)(6) 2024, the recipient underwent an MRI scanning (3t) for 30-45 minutes. After MRI scan his left concerned side implant (sonata) magnet demagnetized. The recipient has been re-implanted. 3t MRI is contraindicated for these device types, and the IFU clearly states that the implant is only MRI conditional for scanner field strengths up to 1.5 tesla.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation revealed a de-magnetized magnet. According to the information received from the field the recipient experienced magnet retention issue after magnetic resonance imaging (MRI) performed at 3.0 tesla likely due to a demagnetization of the implant magnet. The instructions for use (IFU) for the concerned device clearly state that the concerned device is MRI conditional for scanner field strengths of 0.2 tesla, 1.0 tesla and 1.5 tesla. Therefore the performed MRI examination constitutes an abnormal use. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The recipient is bilaterally implanted with pulsar in the right side and sonata in the left concerned side. On (B)(6) 2024, the recipient underwent an MRI scanning (3t) for 30-45 minutes. After the MRI scan his left side implant (sonata) magnet was demagnetized. 3t MRI is contraindicated for these device types, and the IFU clearly states that the implant is only MRI conditional for scanner field strengths up to 1.5 tesla. The recipient has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced magnet retention issue after magnetic resonance imaging (MRI) performed at 3.0 tesla likely due to a demagnetization of the implant magnet. The instructions for use (IFU) for the concerned device clearly state that the concerned device is MRI conditional for scanner field strengths of 0.2 tesla, 1.0 tesla and 1.5 tesla. Therefore the performed MRI examination constitutes an abnormal use. The concerned device was explanted but has not been received for investigation yet.

Event description:
The recipient is bilaterally implanted with pulsar in the right side and sonata in the left concerned side. On (B)(6) 2024, the recipient underwent an MRI scanning (3t) for 30-45 minutes. After MRI scan his left concerned side implant (sonata) magnet demagnetized. The recipient has been re-implanted. 3t MRI is contraindicated for these device types, and the IFU clearly states that the implant is only MRI conditional for scanner field strengths up to 1.5 tesla. The sonata has been explanted.